Event description:
Explanting physician reported rupture, capsular contracture baker grade IV and double capsule and "siliconoma of 10 mm of diameter¿ diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Granuloma: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, and double capsule and "siliconoma of 10 mm of diameter¿ diagnosed by ultrasound. Patient undergone capsulectomy. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reported rupture, capsular contracture baker grade IV and double capsule and "siliconoma of 10 mm of diameter¿ diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, granuloma.